Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 486mg/dl. Troubleshooting found that the customer previously had bent cannulas. Customer indicated that this was a past event. Customer declined high blood glucose troubleshooting as she called in earlier.